Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the patient experienced a dislodged magnet subsequent to undergoing an MRI. It was reported that the patient's head was not wrapped per cochlear's approved indication guideline. Subsequently, the patient underwent a procedure (date not reported) to reposition the magnet and implant. The implanted device remains.